Event description:
Pt started noticing some problems. Wires were coming loose and cutting mouth. The small metal pieces that they glue to teeth came off and noticed that front teeth were being pulled apart. In addition, pt now has a tooth on the lower left which is almost completely impacted. The svc received when initially going to dr was extremely substandard. All pt's work was done by a dental tech and not dr. Now dr wants to be paid the rest of his money. Parent doesn't think so. Parent has gatherered complaints from other parents who refuse to use dr any longer because of the "assembly line" like procedures with which something so important as braces are put on children's teeth.